Event description:
During treatment with cosmoderm, the needle disengaged and the product spilled out. No pt or injector injury. This event is being reported due to the possibility of a reportable injury occurring with a future incident.